Manufacturer narrative:
It is unknown if the customer requested service to be performed by ge healthcare. It is unknown if the device was inspected. The customer did report the device issue to the maintenance engineer for trouble shooting. There is no service record available. Patient information could not be obtained due to country privacy laws. Serial number not reported. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture unknown as no serial number reported.

Event description:
Reported via (B)(6) aer database: it was reported that the aespire 7900 shut down during a case and the patient was manually ventilated by nursing staff. The device was switched with another and the case continued with no injury to the patient.